Manufacturer narrative:
The complaint of failure to interrogate was confirmed by analysis. The device was received from the field without telemetry and battery having reached end of service. Attempts to interrogate and save the device image failed due to lack of telemetry. Following x-ray evaluation, the pacer was cut-open and connected to an external power source and drain current measurement indicated high current. The hybrid was evaluated by the manufacturer confirming high drain current, however it was lost while performing additional tests consisting with latch up condition. Total projected longevity based on field settings is 9.37 years, the device was implanted for 1.86 years and it did not meet the projected longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic for follow-up. The pacemaker was unable to be interrogated with multiple attempts, using both radiofrequency and inductive telemetry. The patient's heart rate was less than the pacing threshold, so it was noted that the device was not pacing. Additionally, there was no magnet response when the magnet was placed over the device. A previous interrogation from (B)(6) 2020 showed that the battery longevity estimation was 10.4 years until end of life. The patient later had an episode of syncope the device was replaced on (B)(6) 2020, and the patient was in stable condition.